Event description:
A customer reported to baxter (B)(4) a vented spike adaptor in which the adaptor separated into two pieces during use. It is unknown when or in which care area this event occurred. There was a patient involved; however there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. The device used in this situation is 510(k) exempt - class ii (special controls); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Thirty-seven companion samples were returned to the plant for evaluation. The samples were visually inspected, and no defects were observed. The samples were functionally tested. The push-pull was applied to the samples, and no separation was not detected. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.